Manufacturer narrative:
(B)(4). Device was implanted. Evaluation summary: the device was returned for evaluation. The reported stent dislodgment, shaft separation and kink were confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for stent dislodgment, shaft separation, kinks, or physical resistance. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: the stent dislodged at the lesion. An unspecified balloon dilatation catheter was advanced to the dislodged stent, deploying it in the target lesion. There was no additional information provided.

Event description:
It was reported that during a de novo, moderately calcified, right coronary artery (rca) stenting procedure, the 3.5x28mm xience xpedition stent delivery system (sds) was advanced to the lesion meeting resistance with the lesion calcification. Once at the lesion, prior to inflation, the stent was noted to be dislodged. Additionally, the proximal shaft kinked and separated. The sds was removed from the patients anatomy without reported difficulty. There was no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.